Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. Troubleshooting was not possible at the time of the call, but the customer's health care professional stated that the insulin pump was not delivering insulin, and would like the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.